Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient underwent aaa repair in 2006. One main body, two iliac leg grafts, and one leg extension graft were placed. The physician had placed the leg extension to help seal as a temporary fix. Then in 2007, at another facility, a different physician placed two iliac leg grafts into the external, due to limb disconnect, and he did obtain a seal.